Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device was not pumping properly. The issue was discovered during an unknown procedure. There were no reports of patient harm.

Event description:
The procedure was completed using the same device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5,g2,h2, h6, h11 the device was not returned to olympus for inspection. The customer contacted olympus technical assistance support (tac) via phone. Upon troubleshooting the technician stated that as long as the tube had water in it, the unit ran fine with no issues. The customer informed tac of the event. The device will not be returned to olympus for evaluation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.